Event description:
It was reported that the patient experienced discomfort following a hip computed tomography (CT) scan. It was noted that the implantable cardioverter defibrillator (ICD) was found to be in backup vvi operation. A device download was performed successfully. The patient was stable.